Manufacturer narrative:
(B)(4). Batch # p9328e. Device received for analysis.

Manufacturer narrative:
(B)(4). Batch # p9328e. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that before an unknown procedure, it was found that the package was not completely sealed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2018. Pictures of the sample were received for analysis. Upon visual inspection of the pictures, it can be observed that the tyvek is misaligned as compared to the blister.

Manufacturer narrative:
(B)(4). Date sent: 6/21/2018. Batch # p9300e. The analysis results found that a device was returned inside its original package. Upon visual inspection, it was noted that the tyvek was misaligned on the seal region causing a sterility breach. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging/manufacturing process.